Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that patient underwent lap. Lysis of adhesions, enterolysis of intraabdominal adhesions, lso on (B)(6) 2010 by dr. (B)(6) at (B)(6) hospital medical center ((B)(6)) due to pelvic pain, solid mass left ovary. (Per operative report)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2009 for treatment of stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It is reported that patient experienced pain and dyspareunia which first occurred a month after implantation. Mesh erosion diagnosed in 2010. The patient underwent an excision of an exposed area of the sling on 7/14/2010 by implanting surgeon. No additional information is provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.